Event description:
It was reported that the patients ipg was causing pain and was sticking out. The patient underwent a revision procedure wherein the ipg was relocated and remained implanted in patients body. The patient was doing well post-operatively.